Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis symfony toric multifocal intraocular lens (model zxt375, +23.0 diopter) was explanted in a secondary procedure from patient's operative eye because of an unspecified lens malfunction diagnosis. Reportedly a model zxt375, with a larger diopter of +24.5 was implanted as the replacement lens for the patient. Patient was doing good when discharged. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 3/7/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The sample was inspected by a qualified final inspection operator using 12x magnification. The lens is cut and contaminated. There are no further anomalies. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the labeling was not reviewed because limited information was received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.